Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 123 mg/dl. There were no significant events leading to the alarm observed. The alarm was cleared and the customer was able to complete the rewind process. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corner, cracked reservoir tube lip and missing end cap sticker. No alarm on alarm history screen.